Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned in the pret2/postt1 setting with the suture and t1 implant returned off the insertion device, t2 was still in the channel but lifted out of place with the actuator bar under the implant instead of behind it. There is biological debris on the returned device. A functional evaluation was performed on the returned device and found the actuation bar was initially underneath t2 but deployed it after recycling the device. The device cycles as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscus repair procedure, after the t1 implant of the fast-fix 360 was deployed, the t2 implant could not be deployed when the knob was depressed. Surgery was completed without delay, using a back-up device instead. No further complications were reported.